Manufacturer narrative:
D6; device was not returned for eval.

Event description:
During a laparoscopic cholecystectomy, the device severed the cystic artery. The clip scissored in the jaws of the device. An el214 was used to stop the bleeding and to complete the case. There was no consequence to the pt. Please reference hosp reference #ppif#3163. 2/19/97 follow-up letter sent to ors (including reference #).